Event description:
It was reported that during device interrogation, invalid data and battery voltage alerts were seen; re-interrogation of the device did not provide any more data. It was also reported that the patient had recently undergone an MRI. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. The analyst commented that the performance data showed no weekly and daily lead trend data and the programmer showed the lead impedance trend data was invalid. Concomitant products: 5076 implantable pacing lead 2009 (B)(6); 6947 implantable defib lead 2009 (B)(6). (B)(4).